Event description:
It was reported by the patient's mother to the office that the patient was having seizures. The patient's generator at the previous appointment 5 days prior was at ifi - yes(intensified follow-up indicator) battery status and impedance was okay, indicating the generator should be providing the intended therapy. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.